Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) assessed the instrument's performance. Upon visual inspection the fse discovered bubbles in the substrate fluidics subsystem. Bubbles, as seen, could cause under-delivery of substrate leading to suppressed rlus (relative light units) in both patient samples and system diagnostic tests such as system check. The air in the substrate subsystem was determined to be the cause of the failing system check tests. The fse replaced both the substrate pump assembly and the substrate supply tubing. After the repairs were completed verification testing passed within published performance specifications. In conclusion, a hardware malfunction of the substrate pump assembly and/or the substrate supply tubing was the cause of this event.

Event description:
A beckman coulter (bec) field service engineer (fse) reported obtaining failing system checks during a scheduled preventative maintenance (pm) procedure on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The customer had not analyzed any patient samples during the timeframe of this event. There is no report of change to or impact to patient treatment in conjunction with this event. System performance indicators such as quality control (qc) and calibrations were not supplied for review. As previously mentioned routine system checks were failing performance specifications. The bec fse assessed the instrument's performance in order to determine the cause of the failing system checks.